Event description:
A customer reported a high readings issue with the adc device. The customer obtained a higher sensor reading and lost consciousness. Paramedics were called and a sensor reading of 125 mg/dl was obtained and compared to healthcare meter of 31 mg/dl. The results when plotted on a parkes error grid fall into the "d" zone, showing the difference in values to be clinically significant. The customer was treated with glucose injection. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. The product is not expected to be returned as the customer declined to return it. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.